Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva single port the plastic tube attached to the needle fell apart. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: DHR review; which disclosed the following: lot number: 8057625; was built and packaged on nfa line 1 from 28feb2018 thru 06mar2018. Al required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed five non-related qn¿s that were initiated during the build of this lot and one non-related fg qn initiated; of which all six qns would not impact the quality of the product in relation to the alleged reported defect. Samples nor photos were provided for observation and/or testing of this incident. Conclusion(s): indeterminate; units nor photos were provided for this incident, therefore the alleged defect of (needle hub defective / damaged) could not be identified nor confirmed and a root cause could not be established.

Event description:
It was reported that during use of the bd nexiva single port the plastic tube attached to the needle fell apart. There was no report of exposure, serious injury, or medical intervention.